Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture was performed a 6f bsc pigtail catheter was positioned through the sheath into the laa for imaging and sizing purposes. Contrast was manually delivered through the pigtail catheter when an air embolism occurred. The patient became unstable and CPR was performed. After the patient was stabilized they were transferred to the ICU.